Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the patient adaptor was separated from the tubing/bushing and was identified as the cause of the leak. The patient adaptor was positioned into tubing/bushing to complete functional testing. Functional testing, including leak testing, clear passage testing, clamp function testing and integrity testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the condition could not be determined.

Manufacturer narrative:
Event date: (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified between the transfer set and the titanium adapter. The event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.